Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states their blood glucose level was 367 mg/dl. The customer's most current level was 600 mg/dl. The customer attempted to treat with bolus from the pump. Troubleshoot was conducted. The customer was advised to change entire set, reservoir and insulin. The customer was advised to monitor the device. The customer called back and mentioned hospitalization for highs. The customer's levels were 800 mg/dl. The customer states they had bent cannula that caused the highs. The customer was treated for the highs at the hospital.